Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover, bending angle in up direction did not meet the standard value due to wear of the angle wire, and adhesive on the bending section cover had a crack. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the uretero-reno fiberscope had a poor-quality image. The issue was found during preparation for use of a therapeutic urology procedure. The procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation it was found that the bending section cover and bending section were broken. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cut in the bending section was due to some stress which was applied to the bending section during handling of the subject device by the user. Olympus will continue to monitor field performance for this device.